Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, upon removal of sheath, a tear was noted in distal tip. Per ic, there was no difficulty inserting the sheath but upon removing delivery system he said it felt "funny" when the balloon passed through. Upon follow up, the fcs could not clarify further what was meant by "it felt funny" when pulling the balloon into the sheath. They also confirmed that the distal tip was torn. Photos were not obtained. There was no patient injury. The actions taken during the event was angio performed with no apparent vessel damage post sheath removal. The patient was stable post procedure. The perceived root cause is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, upon removal of sheath, a tear was noted in distal tip. Per ic, there was no difficulty inserting the sheath but upon removing delivery system he said it felt "funny" when the balloon passed through. Upon follow up, the fcs could not clarify further what was meant by "it felt funny" when pulling the balloon into the sheath. They also confirmed that the distal tip was torn. Photos were not obtained. There was no patient injury. The actions taken during the event was angio performed with no apparent vessel damage post sheath removal. The patient was stable post procedure. The perceived root cause is unknown. The reported event is an anticipated risk of the transcatheter heart valve procedure; additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.